Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 102 mg/dl. The caller stated that the infusion set was changed the day prior to the phone call, and there was a huge warm, hard ball at the site of the insertion. Cold compresses were applied. In the morning of the phone call the alarm occurred, while the customer was sleeping. The customer stated that the insulin pump was in a bag, and the customer might have slept on the device, or might have urinated on it a couple of nights ago. The caller stated that the customer's blood glucose was elevated and they were not sure; the infusion set insertion site might be infected. The discontinuation of the device was advised. Nothing further was reported.